Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product(s): guide wire: sion. Guide catheter: hyperion. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported resistance during advancement and balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a concentric lesion located in the mildly tortuous, heavily calcified, 99% stenosed, mid left anterior descending artery. For pre-dilatation, a 2.0 x 15 mm traveler rx balloon dilatation catheter was advanced to the lesion with resistance met due to patient anatomy. The balloon ruptured upon the first inflation to 5 atmospheres. The device was replaced with a non-abbott balloon catheter to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.